Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the top cover serial number label printing was faded. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A contact/relative of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed three times with a dc drain complication encountered message, and multiple times with a patient line is blocked soft alarm during the drain phase of treatment. The fresenius technical support representative advised the patient to follow-up with their peritoneal dialysis registered nurse (pdrn) and to discontinue using their cycler. A new cycler was issued to the patient. Upon review of the treatment records, it was identified that the patient drained 4400 ml during drain 4 of 5 of treatment. This drain is 199% of the patient's largest fill volume of 2206 ml. Additional information was requested but to date, has not been provided.